Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) alarm situation check lines and bags, this situation occurred during use. The technical service representative (tsr) assisted the home patient (hp) to confirm with the caregiver (cg) that the frangibles have been broken, inspect drain line and move drain line clamp 3 inches either direction, move red clamp 3 inches either direction, inspect heater bag port, flip heater bag over, pull down on cassette. The tsr had the cg press stop and go and the hc alarmed check lines and bags. The cg did mention that using a drain manifold so the tsr tried having the hp disconnect from the manifold and connect to one drain bag, however, the cg was unable to disconnect the manifold. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6) 2012. The nurse stated the following: the issue with the manifold may have been the patient not connecting the manifold all the way which might have caused the problem. The patient is currently performing therapy and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Upon further investigation it was determined that this malfunction is not likely to cause or contribute to a death or serious injury if it were to recur, which makes this non-reportable.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.